Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's battery was moving around in the pocket. The patient underwent a procedure wherein the pocket was revised and the device remains implanted and in use.